Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 19mm trifecta gt valve was implanted. Following removal of the patient from cardiopulmonary by-pass the patient exhibited symptoms of right heart failure. The valve was observed to be obstructing the coronary ostia and was removed. The patient was returned to pump, an aortic root enlargement was performed and a 21mm edwards magna ease was implanted. Per report the event was likely related to physician technique.